Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during placement and initiation of an impella cp in the catheterization laboratory, the aortic and left ventricular (lv) placement signals were intermittently lost and restored. The placement signals were described as going in and out of operation for several minutes at a time before returning and displaying aortic pressure and lv placement signals. This intermittent behavior occurred multiple times throughout the procedure. The procedure was completed, and the device was subsequently weaned and removed in the catheterization laboratory under stable conditions. No signs or symptoms of patient injury or patient harm were reported in association with this event. The device was reported to be available for return; however, at the time of this report, the device has not been returned for evaluation.